Manufacturer narrative:
A getinge field service engineer (fse) inspected the unit with new ECG input cable. The fse was unable to reproduce the reported issue. No fault observed with ECG amplitude. The fse tested unit with trainer and balloon, and with the same ECG input trigger. The unit was released to the customer in good condition and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the external ECG input on the cs100 intra-aortic balloon pump (iabp) was detecting low amplitude. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected filed: d5, e1(event site telephone: (B)(6). Additional information: e1(event site state: (B)(6)).

Event description:
N/a.